Event description:
Additional information was received from the manufacturer representative (rep) reporting that ¿humming¿ and ¿running wild¿ referred to the stimulation sensation. The cause was not determined. Actions/interventions taken was follow up to gather the session report and mdt data. The session report showed normal impedances.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The session report and mdt data were reviewed and was noticed the ins isn¿t staying on all the time. The mdt data only shows manual off/on activations, and there aren¿t any automatic resets (pors) that would explain these events. Also, the time between turning off and on is quite long. If the ins switched off automatically, we¿d expect the patient to notice and turn stimulation back on pretty quickly, but that doesn¿t seem to be happening. The battery voltage was also high (2.860v), so that doesn¿t seem to be contributing. From the mdt data, it looks like these off events are linked to manual activations using the patient programmer.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient saw their hcp for an annual check-up and she indicated that her system just breaks down, without a notification on her remote control. This has been the case for a long time at certain points in the company where she works and at a company in the area. But it happens more often now, in addition she has the idea that it has lesser effect and loss of therapy. Battery info 2.87. It was further reported that the company where she works has no heavy machinery, high voltage or magnets; it was a company with garage doors. At the company, the system goes out a number of times a day, at her home an average of 1x a day. Tonic stimulations can be felt in the entire pain area (right buttock to entire leg lateral side to the foot). In her right leg she has always felt the stimulation less, this was unchanged. Since a year there has been an increase in pain on the right side of the body, not only in the leg but also in the arm and shoulder, after a hemi knee on the left. The patient thought that the loss of pain was related to the increase in pain. Additional information reported that impedance checks were performed. The cause was not identified. This was still under investigation but was unknown if the patient had any upcoming appointments. Issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care provider (hcp) via the manufacturer representative (rep). It was reported that the hcp saw the patient and "carried out the assignment" (understood to mean performed troubleshooting steps provided by technical services). The last step, "contact with pc", has not yet been successful because they work via another cloud computing platform. The hcp asked "how do we make contact with pc via tablet?" It was indicated that the ins spontaneously turns off. No reason or recognition of the moment, except when they walk past the server at their company. The ins is from 2014, and it was asked if that matters. Before the ins goes out, she feels a humming start, as if it is running wild.

Event description:
Additional information was received reported that the patient stimulates low, tonic. She has her own motivations and turns the stimulation off at night. The battery voltage was 2.86v, seemed to be good. The patient did not have the programmer with her for a number of days during work. Since (B)(6)2025 the hcp took the programmer again because it was not doable for the patient. System off gives increase of pain complaints. The system also goes out outside, patient can't find a reason why in this case. This outside was not near the company. Sometimes the patient turns off their ins but the display also ¿sudden fall out of system.¿ the same problem occurred during a short period without their programmer. Cause was confirmed. Issue was not resolved. The rep was waiting for a response from technical services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The patient (pt) was in contact with their hcp again. The pt indicates that she sometimes turns off the ins but is suddenly struck by fall out of system. She has two patient programmers, one at home and one at work. She now carries one with her because of the failure, but before that, the ins was already failing without a patient programmer nearby. She has been working in her current job for 1.5 years, but has been experiencing this failure for six months, she reports. Technical services (ts) understand that the ins does not seem to necessarily turn off by accident due to the patient programmer being nearby. Since she is using a programmer at work and at home, I understand she also has tried 2 different programmers. Considering the analysis of the data, it was suspected that turning off events are linked to manual activations using the patient programmer. Since the data-analysis indicates that the off events seem to relate to a manual command coming from the patient programmer, the only thing left to try is to try out a short period with the use of the patient programmer. This way we can see whether the off events will still occur. We also have a question regarding a comment that was made in the previous communication: " the pt indicates that she sometimes turns off the ins but is suddenly struck by fall out of system ". Ts wondered why they patient would sometimes turn off stimulation.

Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.